Event description:
A customer from the united states notified biomérieux of misidentification results when testing an isolate with the vitek® 2 gp ID test kit (reference 21342). Vitek 2 testing obtained a result of leuconostoc pseudomesenteroides. Repeat testing obtained a low discrimination result: lactococcus raffinolactis / streptococcus alactolyticus / streptococcus infantarius ssp coli. The customer sent the isolate to mayo medical laboratories for confirmation of the identification, and the isolate was identified as streptococcus bovis group. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A us customer submitted a strain of streptococcus bovis group for vitek® 2 gp card evaluation, reporting a misidentification as leuconostoc pseudomesenteroides, and a low discrimination identification of lactococcus raffinolactis/strep alactolyticus/strep infantarius when repeated. The isolate was sent to a reference lab (mayo medical laboratories), where it was identified as streptococcus bovis group (testing method not specified). An internal biomérieux investigation was performed. The submitted isolate was subcultured and testing included individual organism suspensions with vitek 2 gp cards from the customer's lot (2420644203) and a random lot (2420542103) in duplicate, as well as the vitek® ms. Note: streptococcus bovis no longer exists as a species. The reclassification of s. Bovis now consists of five biotypes: str.bovis I - str.gallolyticus ssp gallolyticus. Str.bovis ii/1 - str.infantarius ssp infantarius. Str.bovis ii/2 - str.gallolyticus ssp pasteurianus. Str.bovis ii/3 - str.infantarius ssp coli (= str.lutetiensis). Str.bovis ii/4 - str.bovis - str.equinus. 911604 (88250312): three (3) of the vitek 2 gp cards tested resulted in low discrimination identifications of l. Raffinolactis/ s. Alactolyticus/s. Infantarius and one (1) card gave an excellent identification of lactococcus raffinolactis. Vitek ms resulted in a final identification of streptococcus infantarius ssp coli. As the low discrimination identifications, including s. Infantarius, are considered to be correct for three (3) cards, a misidentification was obtained on one card, partially duplicating the reported issue with a different misidentification for this atypical strain. A review of the customer's l. Pseudomesenteroides reactions demonstrated seven (7) atypical negative reactions (amy, aglu, leua, baci, novo, mbdg, 0129r) and one (1) atypical positive reaction (dtre) for an identification of s. Infantarius ssp coli according to the vitek 2 gp knowledge base. An increased number of atypical reactions can indicate a strain with decreased viability, contamination, mixed culture, use of non-recommended media or other user set up error.